Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2024, it was reported by a distributor via (B)(4) that an ar-8925ss syndesmosis tightrope button broke off the tip. This occurred while operating on an ankle fracture which required at tightrope xp for syndesmotic stabilization. They opened the xp implant, and without implanting the tightrope through the drill tunnel the button broke off the tip. They tried to place the button back on the tip but it was showing to have completely broken off. The case continued using another implant.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when inserting the button.